Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an intuitrak bifurcated and an infrarenal extension in 2009. During a recent follow-up CT, it was reported that the patient had an unspecified endoleak type iii. The physician plans to re-intervene on (B)(6) 2018. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored awaiting for secondary procedure.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there was substantial evidence to support the following reported events; a type lllb endoleak with sac growth. The most likely cause of the compromised stent graft integrity of the main body(breached) was the aortic remodeling in combination with the significant calcification. Procedure related harms included type ii from inferior mesenteric artery. The final patient disposition could not be ascertained due to the lack of medical information surrounding the event. There was no evidence of a secondary endovascular procedure. However, it was reported that the patient was under surveillance. There are no further reports of negative patient sequalae. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. Device remains implanted in the patient and was not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.